Event description:
It was reported that the system was explanted due to infection. No further information was available.

Manufacturer narrative:
Review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The cause of infection could not be determined.